Event description:
It was reported that the patient had a staph aureus shunt infection following valve and catheter implantation. The customer attributes the event to the bactiseal catheter which was believed should have prevented the infection. Hospital provided a "specimen inquiry" report. Product was discarded by the customer. Codman was notifed of the event sometime after the occurrence. The implant and explant dates have not been provided.